Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturers' representative reported that they had stimulation sensation while their implantable neurostimulator (ins) was off. The representative confirmed that the stimulation therapy was off and instructed the consumer to turn the device down to 0 volts but the patient still felt the stimulation. The sensation was described as "pins and needles." The issue occurred the previous night and was reported as a sudden onset. It was noted that the patient did have a fall prior to the event incident. The patient tripped and fell on their spouse's legs the previous evening. Follow up information received on (B)(6) 2016 from the representative and on (B)(6) 2016 from the healthcare professional (hcp) reported that the patient had not yet been seen for the issue. The indications for use for the implanted device were noted as non-malignant pain and post lumbar laminectomy syndrome. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.